Event description:
It was reported that the palacos r+g cement was very sticky and would not set up in the correct amount of time. The cement was mixed for thirty seconds at room temperature. The set time was noted at seventeen minutes. It was reported that this has been a reoccurring problem with this lot number of cement. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.